Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set separated and leaked during use could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Tubing came apart near the flexible tubing that goes into the pump during use. No pt or user harm. No medical intervention was required. Customer stated that no add'l event or pt info is available.